Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with a customer adc freestyle libre, stating that low glucose values (unspecified) were obtained via sensor scan for 7 days. The caregiver subsequently performed a comparison on (B)(6) 2019 which showed a sensor scan of 55 mg/dl and a capillary blood glucose reading of 120 mg/dl on the built-in meter. The customer was not having any symptoms, but was taken to the hospital for confirmation. At the hospital the customer was treated with lantus insulin (dose unknown) by the hcp. No hospital device readings or diagnosis was provided. It is noted that the adc device readings reported were not indicative of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated . Visual inspection was performed on the returned sensor patch, no issues were observed. Sensor plug was returned and was fully seated. Extracted data using approved software, sensor was found to be in state is 5 (indicating normal termination). Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error. Extended investigation was also performed on the complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A caregiver reported a low readings issue with a customer adc freestyle libre, stating that low glucose values (unspecified) were obtained via sensor scan for 7 days. The caregiver subsequently performed a comparison on (B)(6) 2019 which showed a sensor scan of 55 mg/dl and a capillary blood glucose reading of 120 mg/dl on the built-in meter. The customer was not having any symptoms, but was taken to the hospital for confirmation. At the hospital the customer was treated with lantus insulin (dose unknown) by the hcp. No hospital device readings or diagnosis was provided. It is noted that the adc device readings reported were not indicative of hyperglycemia. There was no report of death or permanent impairment associated with this event.